Manufacturer narrative:
The engineer also replaced the dilution cup. The investigation determined the service actions resolved the issue, although a specific root cause could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer has replaced the sipper nozzle assembly, a vacuum nozzle, and valves. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas pro ise analytical unit. The first sample initially resulted in a na value of 149 mmol/l and it repeated as 138 mmol/l. The second sample initially resulted in a na value of 150 mmol/l and it repeated as 140 mmol/l. The third sample initially resulted in a na value of 146 mmol/l and it repeated as 139 mmol/l.